Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary the complaint (B)(4) has been evaluated. The lot 6005763 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guideline for test of reference. Samples version 11 for the code soft cannula found kinked upon removal from infusion site. The following test was performed: 2 used sets was provided and there is a visible defect on the received sample, 2 sets is found with kinked cannula at tip. Visual test according to with wi version 43, 2 returned sets does not test passed. Functional test (flow) - according to with version 9, 2 returned sets passed the test. A batch record review was conducted resulting in the following: the lot 6005763 was manufactured according wi to the document version 14 on the packing process in the inset 7 on 26-feb-2024 with (B)(4) pieces. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event. As a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. Other one complaints received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post marketing surveillance (pms) product trends and malfunction according to the on market quality review (omqr) procedure.

Event description:
To date, additional patient or event details were received which have been added in h11.

Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set kinked cannula event. Event occurred after three hours of insertion. Insertion site was at abdomen. Blood glucose levels were reported to be 252 mg/dl at the time of event. Patient took correction bolus via pump to address the event. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.